Event description:
It was reported that a pump alarm, specifically alarm 20, occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe adverse impact. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully resume insulin therapy. No previous reports of similar alarms with this pump's serial number were noted.